Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 595cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture and grade iii capsular contracture. Mammogram performed on (B)(6) 2020 indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020.

Manufacturer narrative:
On 18-jun-2020, the suspected medical device was returned for evaluation. On 1-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, anomalies on anterior and posterior view were observed on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed on anterior view a tear within one of the crease/fold measuring approximately less than 0.1 cm. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jul-2020, mentor received additional information regarding the suspected medical device. Initially, the impacted side was reported as right. However, additional information revealed that actual impacted side is left. The relevant field has been updated. On 10-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, no apparent damage or visual anomalies were observed on the returned devices. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. After a thorough analysis, mentor was unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).